Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy test. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to an incident of diabetic ketoacidosis. Per the patient, she had been experiencing high blood glucose levels throughout the day. She bolused for these highs but did not change out her site or set as she had just changed them the night before. She went to the ER and was admitted with a diagnosis of dka. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.